Event description:
Caller reported damage to pump housing, impacting ability to charge the pump. There was no adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.